Event description:
The user reported that during an infusion of propofol, the pt sustained a severe extravasation. The info received indicates that the pt had surgical intervention to treat the extravasation. The user also reported that the pt died a day later from unrelated injuries. The service manager at the hospital has advised that the events around the incident suggest the pump was not at fault. The pump is neither designed, nor intended to detect infiltrations, and will not alarm under infiltration conditions. The pumps have been requested for investigation, but not received to date.

Manufacturer narrative:
MFR's report date: 10/12/2009. The device history record and service database for the suspect pump module were reviewed at the manufacturing facility, and they did not show any manufacturing issues, or anomalies resembling this failure.